Event description:
The patient underwent placement of an xpresso hemodialysis catheter into the left jugular vein. The patient became hemodynamically unstable. A chest tube was placed and drained over 500cc of blood. A thoracotomy was performed. There was a tear in the inominate vein. There were multiple attempts to repair the tear over 3 1/2 hours. They were unsuccessful.